Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the act and esc button are not working on the insulin pump. Customer stated the device was alerting meter bg now and she was unable to clear it. Then the alarm went off. She didn't know her blood glucose level. Customer stated the device may have been exposed to sweat from work, as she puts the device in her pocket and when she takes out she can see moisture in the screen. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.